Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix was disengaged from helical channel. Additional analysis found that the distal conductor had blood/body fluid (not obstructed), there was blood in/on the helix mechanism and sleevehead, and there was a tip seal observation.

Event description:
It was reported that following advancement and retraction of the helix, the helix would not advance again. The lead was removed and another lead was successfully implanted. No patient complications have been reported as a result of this event.